Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for same day post-op check. Fluoroscopy confirmed that the atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.